Event description:
It was alleged that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels and was unsuccessful in lowering them via bolusing with the infusion device even after changing the device accessories. The patient visited her doctor who had her admitted to the hospital. She received insulin via IV. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.